Event description:
It was reported that during a stenting treatment procedure, shaft break occurred. The target lesion was located in the iliac artery. An 8.0 x 30 x 75 cm express ld iliac / biliary stent was used to treat the lesion. Upon removing the catheter, it broke about 6 inches distal to the balloon into the patient. The physician pulled out the remainder by snaring it out from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).